Manufacturer narrative:
The returned device is currently being evaluated. An investigation report will be submitted once the evaluation is complete.

Event description:
The user facility reported the catheter was not zeroed prior to insertion. When attempting to zero balance after placement, the monitor displayed error code "e02." No patient injury was reported.